Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no motor movement or negligible movement. The customer's blood glucose reading was 13.5 mmol/l and 21 mmol/l. The customer was hospitalized and was not able to get insulin through the pump. The customer wore the pump during hospital visit but it was not working. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Then the device had constant insulin pump error during rewind due to corroded motor home switch. Unable to perform the displacement accuracy test due to insulin pump error. The insulin pump had minor scratched display window, damaged (scratched) display window cover, scratched case and a pillowing keypad overlay.